Manufacturer narrative:
Product evaluation: the product was not returned for evaluation. Iol product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge was indicated. It is unknown if a qualified handpiece and viscoelastic were used. The provided photo shows strip of material with a dark appearance. No determination can be made as to the nature of the material from this photo. Due to the reflection, the placement on or under the iol cannot be determined. The product investigation could not identify a root cause. No determination can be made without physical evaluation of the complaint sample. The provided photo shows an unknown material with a dark appearance. No determination can be made as to the nature of the material from this photo. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, plastic or lens material bump was on the back of the lens with plastic or lens material hanging from it. The physician cut the plastic from the lens. The procedure was completed. No further information is expected.